Event description:
It was reported that pt experienced hypoglycemia (2.1 mmol/l) that was treated at home with oral carbohydrates.

Manufacturer narrative:
From review of the pump history, family member reported that a bolus of 6.65 units was delivered while pt slept. Pt and family member deny delivering this bolus. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.